Event description:
This css console was not supporting a pt. Customer reported that the implant team was preparing for tah-t implant surgery. During a routine console checkout in preparation for surgery, the primary controller (s/n (B)(4)) on css #22 would not pass the console test validation protocol. The backup controller passed the console test validation protocol. The backup controller (s/n (B)(4)) from another css console (css #20) that passed the calibration protocol was removed from css #20 and installed as the primary controller in css #22. Css #22 passed the console test validation protocol, which includes calibration of both controllers, and was used in the tah-t implant surgery. The primary controller (s/n (B)(4)) from css #22 that did not pass calibration was installed in css #20, and css #20 was returned to syncardia for eval (reference 3003761017-2012-00024).

Manufacturer narrative:
The calibration issue poses a low risk to a pt, because the issue was observed during a console checkout and the css console was not supporting a pt. This issue did not present a danger to the operational stability of the css controllers but rather presented a borderline flow pressure, which at times was just outside of the acceptable limits, causing calibration failure. The reported calibration issue would not prevent the css console from performing it's life-sustaining functions. Syncardia has completed it's eval of this complaint and is closing this file.